Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) was coming out of the pocket. It appears that the r waves were not measured correctly. The patient was observed by the medical doctor. At this point the device has been explanted and a new icm was implanted at the same surgical procedure. No additional adverse patient effects were reported.